Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they had placed the pod the prior day, and this morning the patient delivered 35 units of insulin, and their blood glucose (bg) levels started rising. The patient went for a walk and purposefully did not enable their activity mode. The patient¿s highest bg reached 339 mg/dl while wearing the pod on their abdomen between 5 and 24 hours. The patient reported upon removal of the pod, there was a slight bend in the cannula. The patient also noted there was pain during insertion the previous night.